Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the distal end of the device was peeling. Additionally, the bending section cover was cracked. The camera cable was disconnected which affected the functionality of the device. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus evis exera ii ultrasound gastrovideoscope due to nonfunctional switches and a defective picture button. Upon inspection and testing of the returned device, it was observed that the adhesive peeled off and the device was cracked due to a shock caused by dropping the endoscope on a hard surface. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Confirmed initial reporter is a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.